Event description:
Information received that the device was explanted. To date, no further information has become available.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.